Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 70 mg/dl, and the meter bg reading was 695 mg/dl with small ketones. Customer "gave insulin" and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address bg. Customer was released from the ER 5-6 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.